Manufacturer narrative:
(B)(4).

Event description:
It was reported that the guidewire was fractured (kinked) but not separated during use. The guidewire was successfully removed from the vessel in its entirety. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine," and no additional medical intervention was required. Good faith efforts were made to obtain additional information regarding the reported device issue and event details; however, no further details have been provided by the user facility.